Event description:
The pt alleged that the onetouch ultra2 meter is giving inaccurate high reading (above 300 mg/dl) compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt. The reporter issue began one month prior to contacting lfs. As a result of the inaccurate high issue, the pt reportedly increased her insulin dose of humalog and humulin to 30 units and 70 units respectively. At a later unspecified date and time, approximately one hour after the reported issue began, the pt developed symptoms described as "diabetic attack." A healthcare provider provided the pt with a glucagon injection at the time of concern at the ER. The pt was tested on an ER meter but could not provided any numeric readings. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention. Reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnose and treatment in the hospital, why she was treated with insulin, the duration of her hospital stay, and her blood glucose readings during her hospital stay. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that were suggestive of hypoglycemia and received medical intervention after she increased her insulin dose based on the elevated lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.